Manufacturer narrative:
Patient weight was noted unavailable by site 4114, 3221, 4315 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a posterior cervical spine procedure. It was reported that the site was receiving an "initializing, please wait" error but after a few reboots, they were able to proceed. This issue was reported to have occurred previously in a case. There was a reported delay of less than one hour. There is no known impact on patient outcome.